Manufacturer narrative:
The actual sample was not returned. No lot info was provided. Co's mfg plant postulated that since the device susctioned water there was some suction present. It is possible there was a leak in the unit which affected the amount of suction or the pt tubing may not have been pushed into the thoracic catheter far enough, thus causing a leak. Quality control 100% leak tests the device on line. Operators have been informed of this report for their continued vigilance. Without the actual sample it is impossible to determine a cause for the reported problem.

Event description:
Customer reports, when the aqua seal was attached to the thoracic catheter, there was no suction. They disconnected the patient tubing and placed it in water to check the suction and it was suctioning water. They further report, they then reconnected to the thoracic catheter and it still would not suck any blood. They then connected the catheter to an emmerson pump and it started draining blood.